Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed there was guidewire coating on the distal conductor of the lead and it was obstructed. The proximal and distal conductor of the lead became extrinsically distorted due to kinking/buckling. (B)(4).

Event description:
It was reported that during an implant procedure, part of the guidewire was stuck in the lead. After several attempts the physician was unable to remove it so another lead was implanted. No patient complications have been reported as a result of this event.